Manufacturer narrative:
Additional data: b5: the reporter indicated the lens was explanted and exchanged on (B)(6) 2020. The lens exchange resolved the problem. H6 - patient code: 3191 - secondary surgical intervention, lens exchanged. Claim # (B)(4).

Manufacturer narrative:
B5 - "-13.5/+4.0/102 (sphere/cylinder/axis)" corrected to "-13.5/+4.0/107 (sphere/cylinder/axis)". H6 - device code 4117 is no longer applicable. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.5/+4.0/102 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The lens was reported as having excessive vaulting and remains implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).